Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amulet steerable delivery sheath. A baseline pericardial effusion was noted prior to the procedure. During implant, when the device was loaded into the delivery sheath the pectinate muscle in the left atrium was punctured from the end screw of the device and resulted in a cardiac tamponade. The device was removed from the patient and sized-down with a new 22mm amplatzer amulet left atrial appendage occluder without replacing the delivery sheath. The device was implanted. The patient was sent to cardiac surgery. The patient was provided a blood transfusion of 19 units of blood. The surgeon opened the pericardium and sutured the puncture closed. The 22mm occluder was explanted from the patient because the surgeon was unable to suture the heart closed with the device implanted. A laparotomy was performed due to a large quantity of blood draining to the abdominal cavity. Radiofrequency (rf) radiation was used twice. It was noted that there was no pushing of the device and the puncture occurred while the device was in ball configuration. There were no issues with advancing the delivery sheath. The following day the patient status was stable.

Manufacturer narrative:
It was reported that a 25 mm amulet was attempted for implant before downsizing to a 22 mm amulet device, the pectinate muscle in the left atrium was punctured from the end screw of the device resulting in a cardiac tamponade. Blood drain due the abdominal cavity, requiring laparotomy was reported. The occluder was explanted from the patient due to difficulty suturing the heart, closed with the implanted device. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, however is consistent with procedural difficulties. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. The 22 mm device was implanted without replacing the delivery sheath. Please note that per the warnings section in instructions for use, "if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction."

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on 26 march 2024 using a 14f amulet steerable delivery sheath. A baseline pericardial effusion was noted prior to the procedure. During implant, due to the appendage the device was removed from the patient and sized-down with a new 22mm amplatzer amulet left atrial appendage occluder without replacing the delivery sheath. When the device was loaded into the delivery sheath the pectinate muscle in the left atrium was punctured from the end screw of the device and resulted in a cardiac tamponade. The device was implanted. The patient was sent to cardiac surgery. The patient was provided a blood transfusion of 19 units of blood. The surgeon opened the pericardium and sutured the puncture closed. The 22mm occluder was explanted from the patient because the surgeon was unable to suture the heart closed with the device implanted. A laparotomy was performed due to a large quantity of blood draining to the abdominal cavity. Radiofrequency (rf) radiation was used twice. It was noted that there was no pushing of the device and the puncture occurred while the device was in ball configuration. There were no issues with advancing the delivery sheath. The following day the patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.